Manufacturer narrative:
H6: investigation summary customer reported false positive results on a bd bactec fx top instrument (p/n 441385, s/n ft3953). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that increase in false positive results. A bd system service engineer (sse) reviewed the logfiles and a bd filed service engineer (fse) was dispatched and checked all voltages, reseated all racks in a and b drawer and updated fx software to latest version (6.40a), downloaded log files again. The instrument checks were good and returned to lab for normal use. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for false positive results. Bd quality did not receive any returned instrument or parts for investigation. This complaint is a confirmed failure of a bd product. The root cause is software version. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure. H3 other text : see h10

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained in drawer d. Confirmatory gram stain was performed. There was no repot of patient impact. The following information was provided by the initial reporter: it was reported that customer reports increase in false positives the (4) reported fp vials in question had come out of the d drawer, I did not find a direct cause of the fps from the d drawer, could possibly be related to the station issue in the a&b drawers and/or other contribution factors including incorrect fill volume, high/elevated white blood cell counts and media collection and storage considerations. I have checked all systems incubation, agitation and the testing modules.(vial storage racks). All systems are in spec and operating error and alert free with the exception of drawer a, rows c&d and drawer b, rows a&b. Ul_rb2 5.00v = 4.65v / 3.30v = 2.96v / 3.30v = 3.30v / ul_rb2 2.50v = 2.50v / -2.50v = -2.52v / ur_rb1 5.00v = 4.71v / 3.30v = 2.96v / 3.30v = 3.28v / ur_rb1 2.50v = 2.50v / -2.50v = -2.52v / customer is unsure if bottles are coming from same instrument. False positives have increased recently but customer only has 4 bottles in recently started log book they can provide for review. They are confirming bottles are not overfilled prior to entry and no bottle defects have been observed. Bottles types are aer plus, peds plus and anaerobic (mostly aer and peds) ¿ serial #s of instruments with fp bottles: 1. Ft9186/fb8314 2. Ft3953/fb8309 bactec media: ¿ when did you start using plastic bottles? Unknown ¿ have you noticed a difference in sensor color or anything else unusual on fp bottles? None ¿ have you noticed any issue with the cap seal or septum on fp bottles? None ¿ how are your bottles stored prior to use? Protected from light? Rt, protect from light ¿ how long between collection and bottles entered into instrument? Approximately 30 minutes

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 4 false positive results were obtained in drawer d. Confirmatory gram stain was performed. There was no repot of patient impact. The following information was provided by the initial reporter: it was reported that customer reports increase in false positives the (4) reported fp vials in question had come out of the d drawer, I did not find a direct cause of the fps from the d drawer, could possibly be related to the station issue in the a&b drawers and/or other contribution factors including incorrect fill volume, high/elevated white blood cell counts and media collection and storage considerations. I have checked all systems incubation, agitation and the testing modules.(vial storage racks). All systems are in spec and operating error and alert free with the exception of drawer a, rows c&d and drawer b, rows a&b. Ul_rb2: 5.00v = 4.65v, 3.30v = 2.96v, 3.30v = 3.30v. Ul_rb2: 2.50v = 2.50v, -2.50v = -2.52v. Ur_rb1: 5.00v = 4.71v, 3.30v = 2.96v, 3.30v = 3.28v. Ur_rb1: 2.50v = 2.50v, -2.50v = -2.52v. Customer is unsure if bottles are coming from same instrument. False positives have increased recently but customer only has 4 bottles in recently started log book they can provide for review. They are confirming bottles are not overfilled prior to entry and no bottle defects have been observed. Bottles types are aer plus, peds plus and anaerobic (mostly aer and peds) serial #s of instruments with fp bottles: (B)(4). Bactec media: when did you start using plastic bottles? Unknown. Have you noticed a difference in sensor color or anything else unusual on fp bottles? None. Have you noticed any issue with the cap seal or septum on fp bottles? None. How are your bottles stored prior to use? Protected from light? Rt, protect from light. How long between collection and bottles entered into instrument? Approximately 30 minutes.